Manufacturer narrative:
The best estimate of the placement date was provided. The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 7 in the mouth, the implant did not achieve osseointegration in type iii bone. The implant was torqued manually to 40 ncm. There were no reported patient complications.

Manufacturer narrative:
Missing lot information was requested from the initial reporter. A follow up report will be submitted when the information becomes available. The best estimate of the placement date was provided. The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in the mouth, the implant did not achieve osseointegration in type iii bone. The implant was torqued manually to 40 ncm. There were no reported patient complications.

Manufacturer narrative:
The best estimate of the placement date was provided. The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 7 in the mouth, the implant did not achieve osseointegration in type iii bone. The implant was torqued manually to 40 ncm. There were no reported patient complications. (B)(4).